Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been rec'd, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent an unknown procedure on (B)(6) 2011 and suture was used. During the procedure the needle broke. All needle pieces were found and taken out of the pt. There was no adverse consequence to the pt.